Event description:
(B)(4) complaint handling unit reported the wire missed the nail anteriorly. The orthopaedic registrar reported on (B)(6) 2010 that on (B)(6) 2010 a spiral subtrochanteric femoral fracture surgery was performed. When inserting the guide wires for recon locking in the proximal femur, the cranial wire missed the nail anteriorly. It was under the impression that the tolerance in the aiming instruments was to blame for this occurrence. The cause was to be investigated. Following this, the surgeon accepted the anteversion of the caudal guidewire, which was traversing the nail correctly, reamed and inserted the recon bolt successfully. There were no further complications during the case.

Manufacturer narrative:
Device was used for treatment. Device is exempt. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.